Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that while manually entering data into the data management system, a "windows unhandled exception error" was observed. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.